Event description:
A file separated in the canal during a procedure. The separated piece was retrieved without sequela.

Manufacturer narrative:
There was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was returned for evaluation, though results are not available as of this report. Please note that this event and the events documented under report numbers 9611053-2005-00278 and 9611053-2005-00279 involve the same pt.